Event description:
Four days following ivc filter placement pt began ambulating. Filter migrated from infrarenal ivc to suprarenal ivc. Pt became short of breath and then collapsed. He was determined to have died of pulmonary embolism. It is assumed that either the filter became overburdened with thrombus and multiple small emboli passed through interstices, or during migration, many tiny emboli were released and lodged in pulmonary arteries. Death resulted in spite of device, rather than because of device.